Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis therapy. The technical service representative had the caregiver cycle power on the homechoice to clear the alarm, and assisted in ending therapy. There were no prior system error 2240 alarms. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.